Manufacturer narrative:
Patient information not provided due to (B)(6) patient privacy regulations. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. No parts have been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that during spinal fusion procedure, screw thread of a spine clamp was outworn. The procedure was completed with the use of navigation. There was a delay of less than 5 minutes. No impact on patient outcome.